Manufacturer narrative:
The physician's name is unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, during unpacking, the forceps was found to be broken. The procedure was completed with a different forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the hemostat revealed one side of the handle to be broken adjacent to the hinge. The fracture surfaces presented voids in the material /casting imperfections. Additionally it was noted that the surface of the hemostat presented grind marks which were perpendicular to the length of the hemostat. The grind marks were found on the inner surface adjacent to the failure. The outer surface of the area adjacent to the failure appears to have some material pushed to the side by the grinding process . Grind marks were also visible on the unbroken side, opposite the failed section. It was noted that the condition of the returned unit was consistent with the complaint incident that the hemostat broke. Based on the event description and physical examination of returned broken hemostats, the most probable root cause is "supplier manufacturing". A device history record (DHR) review of lot number 16272681 was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, during unpacking, the forceps was found to be broken. The procedure was completed with a different forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.